Event description:
Additional information later received reported they were trying to get insurance approval to replace the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8590-9, lot# n307762, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain. Multiple pump motor stalls were reported. On (B)(6) 2015 a motor stall was reported. The patient had not recently had magnetic resonance imaging (MRI) but had an x-ray 3 weeks prior. The healthcare provider (hcp) was not aware of the patient having an MRI. The motor stall occurred (B)(6) 2015 at 10:22. The patient was in for a refill on (B)(6) 2015 and had been in the facility for a half hour and the stall had not recovered. However, it was reported on 2015-07-23 that the pump logs showed a motor stall recovery before midnight on (B)(6) 2015, but then another motor stall at 2:45am on (B)(6) 2015. The pump was then programmed to minimum rate. The cause of the motor stalls remained undetermined. The managing physician wanted the pump to be replaced. There were no patient symptoms reported. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
The manufacturing representative later reported that the pump was replaced on the day of this report and would be sent back for analysis.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Destructive analysis of the pump was completed. Analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. Additionally, pump tube binding was also found.

Manufacturer narrative:
Analysis of the pump found overinfusion, root cause was undetermined.

Manufacturer narrative:
The pump memory indicated that the pump had been used to deliver morphine (5.0 mg/ml at 0.0318 mg/day) and bupivacaine (5.0 mg/ml at 0.0318 mg/day). The conclusion code no longer applies and was updated.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.